Event description:
It was reported a patient's left ventricular (lv) lead presented with dislodgement, discovered via fluoroscopy. The lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.